Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-sep-2021, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 16-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl and clonidine (concentrations and doses unknown) via an implanted pump for non-malignant pain and failed back surgery syndrome. It was reported the patient¿s pump was moved from her abdomen to her back on (B)(6) 2021 and she became septic and had a heart attack. It was noted the pump was moved on (B)(6) 2021, then removed on the (B)(6) 2021 and the patient had a "stress induced" heart attack on (B)(6) 2021. It was also reported the patient was "leaking fluid out my back." There was no record of the pump being returned for analysis.